Event description:
The stent was successfully implanted in the stenosed middle cerebral artery (mca). During removal of the delivery system, the inner body became stuck within the stent. Successful removal of the delivery system resulted in 3-4mm stent migration, vessel displacement and stroke. The physician treated the patient with drug therapy in response to the event and post procedure, the patient was observed to be suffering from hemiplegia. It was reported that the patient's condition has improved and the patient remains in stable condition.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device remained implanted; therefore analysis cannot be performed. Information available indicated that the device was in good condition prior to use. Therefore, it is possible that anatomical factors may have limited the performance of the stent delivery system upon removal; resulting in the patient complications. As the reported stent migration and stroke are known risks of these types of procedures and are listed as such in the directions for use (dfu), a root cause of anticipated procedural complication was assigned to this event.

Event description:
The stent was successfully implanted in the stenosed middle cerebral artery (mca). During removal of the delivery system, the inner body became stuck within the stent. Successful removal of the delivery system resulted in 3-4mm stent migration, vessel displacement and stroke. The physician treated the patient with drug therapy in response to the event and post procedure, the patient was observed to be suffering from hemiplegia. It was reported that the patient's condition has improved and the patient remains in stable condition.